Manufacturer narrative:
Correspondence with the sales rep revealed the surgeon was performing a posterior cervical fusion (c1-c3) and was forced to insert the pedicle screws slightly lateral in order to achieve proper purchase. Both the surgical technique and the supplied instructions for use (ins-012) state; pedicle screws and offset connectors are limited to fixation to the upper thoracic spine only (t1-t3) in treating thoracic conditions only. These screws and offset connectors are not intended for placement in the cervical spine. All hooks components are intended for fixation/attachment to the cervical spine only (c1-c7). The suspect devices were found to be properly manufactured and released in accordance with design specifications. No anomalies were detected. The lateral positioning increased the distance between the rod and screws expanding the space needed to unite the construct rendering the offset connectors useless. No device failure.

Event description:
During implantation of the solanas fixation system, the surgeon reported that the offset connectors were too short to unite the rod and polyaxial screw. It was also noted that four set screws were stripped during the failed union. The surgeon then elected to remove the complete system, extending the surgery five to six hours.